Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with an international normalized ratio of 1.1 in the setting of the patient not taking their medications (including warfain and lovenox (enoxaparin)). Computed tomography angiography (cta) performed on (B)(6) 2022 revealed an extensive clot burden within the left ventricular assist device (lvad) outlet stator/diffuser with portions extending into the proximal outflow conduit. Long segment eccentric mural thrombus was noted within the lvad outflow tract with mild long segment luminal narrowing. A review of the log file revealed multiple low flow alarms. These occurred when pulsatility index was elevated. Of note, the log file revealed low power advisory alarms due to normal battery depletion. The patient was taken to the catheterization laboratory on (B)(6) 2022 to have their lvad decommissioned. The patient has not been deemed a surgical candidate for pump exchange. They are recovering in the intensive care unit.

Manufacturer narrative:
Manufacturer's investigation conclusion the report of outflow graft (ofg) thrombosis could not be confirmed through the submitted computed tomography (CT) images; however, these images did confirm a kink in the ofg. Evaluation of the submitted log file confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this investigation. The account submitted four CT images of the patient¿s pump. The outflow graft appeared to be kinked at a sharp angle, and there appeared to be an external wrap around the distal portion of the graft. The reported thrombus and flow obstruction could not be confirmed through these images. The controller event log file captured transient low flow fault flags which resulted in 41 low flow hazard alarms on 26aug2022. The pump flow fell to as low as 0.8 lpm at 05:05:06. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The remaining log files confirmed additional low flow events. Incidental findings: a kink in the outflow graft was observed in the submitted CT images. No product is available for investigation as the patient¿s device was occluded and remains implanted. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for mlp-025336 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.